Event description:
It was reported that while loading software from the software distribution network (sdn), an error occurred by each software application that was to be loaded. The programmer has been returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the customer comment that an error was generated while the programmer was connected to the software distribution network was confirmed and therefore the hard drive was reconfigured and the software reloaded. An electrocardiogram connector on the link electronic module (lem) board was also found to be loose and therefore the lem board was replaced and calibrated. Concomitant products: product ID 2067 radiofrequency programmer head; product ID 229047 software analyzer. ;(B)(4).